Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation was unable to confirm the reported issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while a clinician was setting up an astral, the device failed to save the programmed patient settings and reverted back to the default settings. There was no patient injury reported as a result of this incident.